Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk and contralateral leg were placed as intended, and the physician next advanced a wire into the internal iliac artery (iia) for coil embolization of the vessel. The pt suddenly lost blood pressure and went into cardiac arrest, however, and expired. The implanting physician and anesthesiologist were uncertain what caused the sudden loss of blood pressure. It may have been due to a perforation of the iia during advancement of the wire. Or the physicians also stated that the pt may have had a sudden cardiac event resulting in pulseless electrical activity.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lots met all pre-release specifications.